Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: pump on patient. Symptom - reported fiberoptix sensor (fos) out of range message and intermittent drain failure. Findings/actions taken: observed fos out of range message and was unable to calibrate with fos tester. Verified faulty fos printed control board (pcb), replaced fos pcb. Fos reading out of specification, display shows 110 mmhg with 100 mmhg applied. Verified fos connector faulty, replaced fos connector. Ran unit with load simulator 1 hour with no drain failure. Found unit had previous history of drain failure 1 month ago. Replaced pneumatic control sensor (pcs) as precaution. Unit passed preventative maintenance and functional checkout.